Event description:
It was reported that when the steel cable broke on the cgr pt360 column, the safety device "the parachute" didn't work and the x-ray tube fell to the floor. The hcp reported a minor back injury from trying to break the fall of the tube.